Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07262. It was reported that partial stent deployment occurred. The target lesion was located in the heavily calcified popliteal artery. A 5 x 150 x 130 innova¿ was selected for use and deployment attempted. Only a partial amount of the stent deployed from the delivery system. The delivery system with stent was removed from the patient. The physician then chose another 5 x 150 x 130 innova¿ and deployment was attempted; however, the same thing occurred. The procedure was completed with angioplasty only. There were no patient complications and the patient condition post-procedure was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was over 90% stenosed and not too severely calcified. Vascular access was obtained via a contralateral approach. The lesion was pre-dilated. The first 5 x 150 x 130 innova was advanced over a .014 guidewire. The second 5 x 150 x 130 innova was advanced over a .035 guidewire.

Manufacturer narrative:
Describe event or problem, other relevant history, device codes: updated. (B)(4).

Event description:
It was further reported that the deployment thumbwheel became increasingly more difficult as deployment was initiated. The pull grip eventually disconnected due to the high forces required. This stent was extremely stretched upon removal. The patient's calcification and disease was descried as very difficult and 'hard as a rock'. The physician did assess this as being a factor in the procedure. The patient was confirmed to be fine. No complications.